Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274drg implantable cardioverter defibrillator (B)(6) 2002. (B)(4).

Event description:
It was reported that the patient received a shock while taking a shower and later went to the emergency room when a patient alert was triggered. Episodes showed noise consistent with 60 hz ac power. The lead remains in use. No further patient complications have been reported as a result of this event.